Event description:
It was reported that during a procedure the patient experienced slurred speech with stimulation on. Medial directional contacts were then turned on and slurred speech improved slightly, however was still present. During several programming sessions over the past couple months with the physician the patient had progressively worsened with speech changes, difficulty with ambulation, and catatonia. Both neurologist and neurosurgeon met with patient and determined patient is doing better with all symptoms with the lead turned off. The other lead is still on and providing stimulation. The plan is to keep the lead off, and gradually turn it on to low amplitudes over the next few months. If negative side effects persist, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.